Manufacturer narrative:
Concomitant medical product: ps tibi al inserts sz 5, 11mm (cat#: 204-25-11/serial#: (B)(4)). As reported, 16 years postop the initial (B)(6) y/o male patient presented recently with a left knee infection. A I&d was performed with an extensive washout. The joint was stable after debridement, so the same size poly was inserted. Due to the swelling of the joint, minimal incision, and subluxation, it was difficult to insert the final implant. One poly was wasted due to deformity while impacting. There was a 5-15 minute delay with no adverse events as a result of the surgical delay/prolongation replacing the insert. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Event description:
As reported, 16 years postop the initial (B)(6) y/o male patient presented recently with a left knee infection. A I&d was performed with an extensive washout. The joint was stable after debridement, so the same size poly was inserted. Due to the swelling of the joint, minimal incision, and subluxation, it was difficult to insert the final implant. One poly was wasted due to deformity while impacting. There was a 5-15 minute delay with no adverse events as a result of the surgical delay/prolongation replacing the insert. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy.